Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown lcp distal tibia plate, unknown part / unknown lot. Device is not expected to be returned. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2014 patient was implanted with lcp distal tibia and fibula plates in to the right tibia and fibula to repair fractures above the right ankle. Sometime in (B)(6) 2014 the plate (fibula) was discovered to be broken. The patient had reported to be experiencing pain and discomfort around the same time. On (B)(6) 2015 it was discovered that the device that was affixed to the patients right tibia was also broken in half. On (B)(6) 2015, surgery was performed to replace the broken plates with new supporting plates. At that time, it was discovered that there was a nonunion of the bone with associated bone loss and infection noted as well. A second surgery was performed on (B)(6) 2015 to further strengthen the bone and replace the bone loss. The current status of the patient is unknown at this time. This report is for an unknown lcp distal tibia plate. This is report number 1 of 2 for (B)(4).

Manufacturer narrative:
The initial complaint was reviewed and found to be a duplicate of (B)(4). The information from this report has been reported on medwatch MFR number 2520274-2015-11498. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and found to be a duplicate of (B)(4). The information from this report has been reported on medwatch MFR number 2520274-2015-11498.